Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Unobtainable patient¿s current status? Unobtainable. Once there is any update, we will update the information. What is the procedure date? (B)(6) 2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pj4474 , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Patient¿s current status? What is the procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast mass excision on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.